Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer reported that they ordered wrong length of cannula and the infusion set had bent cannula as well. It is unknown whether the auto mode feature was active at the time of high blood glucose incident. Troubleshoot for high blood glucose readings could not be resolved. No product will not be returned for analysis.